Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
As reported: this event occurred in the or as the surgeon was drilling through the proximal targeter connected to the humeral nail before inserting the proximal interlocks. The surgeon noticed the drill did not progress as it should have and found that the drill was missing the proximal interlocking screw holes in the nail. To correct this, the surgeon had to hold the proximal targeter upward slightly to help guide the drill bit in the correct trajectory. The surgeon was able to correctly drill through and add the proximal interlocks for the nail with some manual adjustments to the targeter.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is fully functional and is conforming to specifications. The device inspection revealed the following: the received target device shows normal signs of usage, overall. No visible damage or any deficiency was observed. A pre-surgical functional test was performed by assembling the returned target device with a sample nail, drill and a sleeve. Upon assembling it was found that the drill could pass through every hole on the nail without making any contact. Thus, the reported issue could not be reproduced and could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. The returned device was conforming to specifications and was fully functional. Potentially reduced accuracy in guidance is usually found during functional check (required per labelling). In case of any deviation it is realized prior to use. Pre-operative testing is required in the labelling; maintaining measures during and after re-processing is also highlighted in the labelling. Although a real root cause could not be determined the alleged event was classified having been caused by a suboptimal intra-operative procedure and was regarded being user related. If any further information is provided, the complaint report will be updated.

Event description:
As reported: this event occurred in the or as the surgeon was drilling through the proximal targeter connected to the humeral nail before inserting the proximal interlocks. The surgeon noticed the drill did not progress as it should have and found that the drill was missing the proximal interlocking screw holes in the nail. To correct this, the surgeon had to hold the proximal targeter upward slightly to help guide the drill bit in the correct trajectory. The surgeon was able to correctly drill through and add the proximal interlocks for the nail with some manual adjustments to the targeter.